Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and noted damage to the patient line connector. The reported condition was verified. The cause of the condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette was damaged. The patient was unable to connect to the patient line because the luer connector on it was smashed and would not connect to the transfer set. This was noticed during peritoneal dialysis therapy. There was no allegation against the transfer set. Renal therapy services (rts) assisted in ending therapy. The patient would start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.